Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided.. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1 and device#2) on (B)(6) 2013 and (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.